Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, with a follow-up by technical support planned. Caller confirmed using different supplies resolved the issue. Pump began charging. No further assistance required.